Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit gave an e-1 error. It was further reported that the unit later gave an e-3 error. There was no pt involvement.